Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 600 mg/dl. Customer¿s current blood glucose was 213 mg/dl. The customer was treated with bolus correction and manual injection. The customer stated that he was in hospital because of disorder nothing to do with the diabetes but he don't had his manual and he need help calibrating and customer also stated he had steroids at the hospital for his disease and his blood glucose went high. The insulin pump will not be returned for analysis.